Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump led the customer to change the cartridge and perform the fill tubing process multiple times. Subsequently, a minimum fill notification occurred after the user filled the cartridge with approximately 70 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, the pump date was incorrect. Customer corrected the date to resolve the issue. Customer¿s blood glucose level was 189mg/dl.